Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said the rochester 16fr catheters had ¿rough insertion¿.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿loose mandrel guides/excess vibration on the pallet¿ with a potential root cause of ¿mandrels touching each other within the pallet¿. The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the rochester 16fr catheter had ¿rough insertion¿. It was later reported that it was an unknown rocm catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient said the rochester 16fr catheter had ¿rough insertion¿. It was later reported that it was an unknown rocm catheter.